Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer initially reported they had an incisional tear when the surgeon used the blade during a procedure additional information was received from the surgeon who reported he was unable to make a proper incision with the blade and he cannot enter the eye properly. Additional information received indicated there was no patient impact or harm.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the customer's custom pak shows a revision was performed for this custom pak 16557 and the customer should anticipate the 2.4 blade once the current inventory containing the mani blade is consumed. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. The manufacturer internal reference number is: (B)(4).